Event description:
The event occurred on an unspecified date. The customer reported that the pump turns on and off after several minutes. During investigation, the device alarmed for replace battery upon power up and powered off during the self-test. The device was powered up on ac power and the change battery soft key was pressed and the device passed all the tests on dc power. During alarm log review, the n56 (replace battery) alarm was found. The complaint was confirmed and the probable cause was determined to be related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.